Event description:
Per the independent repair center, the customer alleged problem is the unit will not start and is alarming/red light. The key failure is the sieve beds are leaking.associated malfunction for this device: 4 way valve contaminated, compressor assy stuck, hose clamp and zip ties leak.